Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred during filling with fluorouracil. The reporter stated that this led to the drug leaking out of the filling site. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). The device was manufactured november 13, 2014 ¿ november 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.